Manufacturer narrative:
Maufacturer's report date 6/17/1998 the pump was visually and functionally tested. Visually the pump's case was noted to have physical damage, a bent door pin and the pressure transducer diaphragm was torn. The accuracy was extensively tested and found to be within manufacturer's specification. The pump was opened and the motor pully was turned by hand to actuate each of the followers through the positions. No lekage was observed. The test was performed with a fluid set and no freeflow was observed. The mechanism was removed and checked for correct assembly and alignment. The rtv seal between the mechanism and the front panel was intact. We were unable to confirm the reported overinfusion. It is not known what may have caused the incident.

Event description:
It was alleged that the medication was delivering "faster than the set rate of 104cc/hr." There was no pt consequence.